Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.8, laboratory inr: 3.2. Therapeutic range: 2.5 - 3.5. The time between testing was one (1) minute. Reportedly, the monitor was not in the correct mode when the finger stick was performed, a venous sample was sued and the first drop of blood was not used for testing. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: